Manufacturer narrative:
Concomitant products: d314trg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise to high pacing threshold. Based on the threshold testing, the rv amplitude was decreased and the pulse width was increased. In addition, the rv capture management was programmed off and all the patient alert tones were set to high alert to allow the patient to hear them better. It was noted that the programming changes were made to increase the device longevity. The rv lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.